Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited no sensing, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. The patient was asymptomatic. Additionally, a health care professional (hcp) contacted boston scientific technical services (ts) and inquired about electrogram markers. Boston scientific technical services (ts) discussed the markers and the biv trigger function. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted due to oversensing and high out of range pacing impedance measurements. Set screw issues and lead insertion issue were noted during the explant procedure. There were no additional adverse patient effects reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.